Event description:
Patient reported after injection with juvederm in the "top and bottom lips" they experienced "burning in the chin and bottom lip" which they noted "felt like a sunburn", "blisters", redness of the top lip, and pain. Patient additionally noted that it "was painful for four to five hours." One to two hours after the injection, the patient applied ice to the lips and chin. Patient also took "two benadryl's" before bed and they found it "hard to breath" during the night. The morning after injection, patient noted the "right side of the bottom lip was firm and bigger than the left side" and the "blisters" on the chin had "scabbed." The patient was assessed by the injecting healthcare professional the morning after injection but no treatment was prescribed. Patient was concomitantly injected with botox in the "crow's feet." Additional information provided by the injecting healthcare professional noted that the patient was injected with juvederm ultra plus xc; the healthcare professional also confirmed the event as reported by the patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "burning in the chin and bottom lip"; "felt like a sunburn", "blisters", redness of the top lip", "pain", "hard to breath"; lip was "firm and bigger than the left side" and scabbing of blisters are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contraindications: juvederm ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvederm ultra plus xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. Juvederm ultra plus xc contains trace amounts of lidocaine and is contraindicated for patients with a history of allergies to such material. Warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting 7 days duration. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess of the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and injection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cased, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, injection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.